Manufacturer narrative:
The pump was received with intermittent esc, act, up arrow and down arrow buttons due to flattened dome switches. No unlocked keypad connector on the lcd noted. The pump was received with all operating currents within specification, and passed the functional testing. The pump was received with a cracked case at the battery tube threads, minor scratches on the lcd window, and a black shadow on the display due to a warped/uneven component on the lcd board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were sticking on the insulin pump. Customer was in the hospital recently and his doctor advised him to replace the pump. Customer was hospitalized for high blood glucose and was transported by an ambulance. Customer stated that the keys are sticking intermittently. Customer does not recall any significant events leading to the keypad issue. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.